Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing. 0.0 can be seen when programming a basal do to functional keypad. No rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had difficulty in pushing the center button. Customer stated that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that the insulin pump had grinding sound during rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.